Manufacturer narrative:
Batch review performed on 03 october 2018; lot 179113: (B)(4) items manufactured and released on 20 march 2018. Expiration date: 2023-03-07; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system humeral reverse hc liner ø39/+3mm reverse 04.01.0123 (k170452); lot 175049: (B)(4) items manufactured and released on 27 september 2017. Expiration date: 2022-09-12; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event

Event description:
Second revision surgery due to shoulder dislocation; the first revision was performed 2 months before (MDR 2018-00761). Note: same patient of MDR 2018-00761 and MDR 2018-00757.